Manufacturer narrative:
The bed evaluation revealed that there was a hairline thin cut on one on the control buttons and some residue under the membrane that was obstructing button movement and causing it to stick. The service technician suggested that the cut might not have been visible prior to the event, but may have been there for a while. The residue then got into the cut, affecting the use of the control buttons. The cut might have been a contributing factor, but not the only one. It was also suggested that it might have happened from frequent use. The faulty side rail was replaced which solved the issue. The instructions for use for citadel bed (830.213-en rev. 12) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. To sum up, the arjo device failed to meet its performance specification since the backrest was moving without any commands being given. There was no indication of the patient's involvement. The complaint was assessed as reportable due to the customer's allegation that the backrest was moving unintentionally.

Event description:
Following the information gathered, there was an indication of an unintended movement on the citadel bed. It was reported that the backrest raised on its own without any buttons being pressed. No one got injured.